Event description:
Healthcare professional reported for left side "per ultrasound report - at 9 o clock, 8 cm from the nipple, is a heterogenous avascular echo measuring 2.2 x 2.1 cm which lies between the fibrous capsule and implant shell which may reflect silicone". The device remains implanted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
The device has been explanted.